Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed within the plunger rod, verifying the reported concern. A device history review was performed for the reported lot, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues related to the reported concern were identified during these inspections. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Retained samples of the reported lot were also evaluated, no foreign matter or embedded particles were observed. Although no direct cause was identified, the particles were determined to have generated during the molding process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: contaminated syringe. During use it was reported that during production yesterday, a defect in one of the sterile packed 60 ml syringes was discovered. (See photo) the syringe has clearly visible contamination on the plunger. Additional information provided: was there any patient impact happened? If yes explain "no, the syringe was noticed during manufacturing in our cleanroom before being used to draw up a medicinal product and was discarded."